Event description:
It was reported that the patient under went a full revision due to a fracture being identified with fluid found within the lead intra operatively. The suspect product has not been received by the manufacturer to date. No other relevant information has been received to date.